Event description:
Had several occurrences where the bair hugger unit overheated and shut down while in use. Devices are installed on a blue mobile cart from (B)(4). The front of the cart is open to allow the user to store blankets used with the device. The cart's cavity is also used by the air intake (located on the bottom of the device). When the device is mounted on the cart, the air intake draws air through the cavity. After examination, it was found that too many blankets were being stored in the cavity, restricting the flow to the device intake. After removing enough blankets to obtain at least a 4" gap (approx) on all of our bair huggers, the occurrences ceased. Examination of the unit found no physical restriction to prevent over stacking the compartment nor are there any labels informing the user there is a restriction on the number of blankets that can be safely stored in the base. There is also no mention of the potential obstruction in the operator's guide. The operator's guide addresses the use of the free standing device or mounted on a pole, not the mobile base. Note: the air intake is obscured from view of the operator while installed on the mobile cart.